Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20.3 mmol/l (365.4 mg/dl) with ketones of 3.5 mmol/l. The patient was feeling sick, disorientated, vomiting, and sweating. On the night of (B)(6) 2024, the patient received a message "missing sensor values" and the pod was changed the following morning before leaving for the hospital. The patient was admitted to (B)(6) hospital in (B)(6) on saturday (B)(6) 2024 at 09:00 a.m. The new pod remained active and corrections were delivered using the pod while at the hospital. 500 ml of fluids was delivered intravenously and an additional 2,500 ml was given orally until she stopped vomiting. The patient was discharged after 14.5 hours.

Manufacturer narrative:
In the case description, the user mentioned receiving missing sensor values messages and having high blood glucose values. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed missing estimated glucose values (egvs) during operation. The patient history buffer (phb) audit file showed that on 04nov2024, the pod started receiving invalid egvs of -1, indicating communication issues between the pod and the continuous glucose monitor (cgm). After four cycles of missing egvs, the system went into automated mode: limited and then after one hour of missing valid egvs the system started generating the missing sensor values message. This is expected behavior of the system. The phb data shows that the pod was unable to reestablish communication with the cgm. Review of the engineering log files confirmed that the controller was generating the missing sensor values message at regular intervals while the pod and cgm were not communicating and that the system was delivering the correct amount of insulin while in automated mode: limited. No abnormalities were observed in the engineering log files that would contribute to communication issues between the pod and the cgm. The exact cause of the reported pod-cgm communication issues could not be determined.